Manufacturer narrative:
H3, h6: the ri cori (us), rob10024, sn (B)(6) intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a software issue. This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during set up for a cori assisted tka surgery, they plugged the real intelligence robotic drill for its first time use and prepared for bur insertion, the 60 second timer did not appear and they did not hear any motion from the drill. A couple seconds later the internal error message popped up and they had to quit. Then, they completely restarted the cori and tried the drill again and same thing occurred; this time they noticed the flashing above the drill cord port. They the turned the cori off then on again and noticed it started flashing soon, before bur insertion. The procedure was finished with a smith and nephew back up device without delays. Since incident occurred before procedure, patient was not involved.